Manufacturer narrative:
Serial number: patient provided the device serial numbers as "(B)(4)" for the left side and "(B)(4)" for the right side. Event side is unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade unknown on an unknown side. Device remains implanted.